Event description:
It was reported the epiq cvx ultrasound system was displaying error messages during an open-heart surgery. The system required two reboots to recover and complete the procedure. There was no patient or user harm associated with this event. The field service engineer evaluated the system based on the reported problem and was not able to reproduce the error messages. The system logs were reviewed to confirm error messages. The system's transducer ports were cleaned and the x8-2t transducer was replaced to address the customer's immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.